Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19 while loading the cartridges. The customer's blood glucose was not impacted. The customer currently has a cartridge loaded and will use the pump to manage diabetes and insulin injections are available if needed.